Event description:
It was reported that after the device was implanted into patient's body, the impedance was greater than 3000 ohms after it was extended. After the lead was replaced, all parameters were normal, the pacing was normal after the equipment was connected. The patient returned to the ward without causing any adverse effect.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located 10 mm from the tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the high, out-of-range pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that after the device was implanted into patient's body, the impedance was greater than 3000 ohms after it was extended. After the lead was replaced, all parameters were normal, the pacing was normal after the equipment was connected. The patient returned to the ward without causing any adverse effect.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.